Event description:
A candela test tech was performing final quality tests for a unit when a loud explosion occurred. The unit was subsequently moved from the testing area and inspected by engineering at candela.

Manufacturer narrative:
The unit was evaluated by engineering at candela and it was concluded that it was a defect of the high voltage power supply that caused the explosion. The incident has been reviewed by quality, engineering, and mfg to determine if a corrective or preventive action will be initiated.